Event description:
In 2009, during surgery, the surgeon was trying to remove the ardis inserter from an implant when was unable to turn the silver knob to release the inserter off the implant. Additional information received at approx one week later from the sales rep that attended the surgery. The implant was loaded properly, on axis, and silver and gold knobs tightened in the correct order. When the surgeon tried to unscrew the inserter from the implant, the gold knob turned but the silver knob was stuck. The surgeon was unable to loosen it manually and used a pair of forceps to turn the knob and release it from the implant. The representative checked the inserter and saw no obvious reason why it would not work. The surgical delay was 7-8 minutes. There was no report of injury to the patient.

Manufacturer narrative:
Prod is an instrument and not implantable, requests have been made for the return of the prod. Device MFR date is unk. Evaluation is pending.